Event description:
It was reported that this implantable cardioverter defibrillator (ICD) patient experienced a syncopal episode and was hospitalized. The cause of the syncope is unknown at this time. The local area field representative was contacted for additional information, however at this time no further information is available. This ICD remains in service. No additional adverse patient effects were reported.